Event description:
A cgm error 42 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the process, resulting in a successful start of the sensor session.